Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter had no voltage. A review of the shared data log did not find any error related to the customer complaint. The reported event of a pairing failure was not confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non reportable to reportable. Based on the investigation results this issue has been upgraded from non-reportable to reportable.